Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she had been having pain in the right hip since last week. The pain wasn¿t there all the time, only when she moved. The patient didn¿t know if she was implanted for this pain or whether this was new pain. The patient didn¿t have any falls or traumas, but she was afraid she may fall if she gets pain when she gets up. The patient also reported that today the ins didn¿t charge to full. The patient used the recharger on the call and the ins charge level was almost full. It was noted that the ins was turned off at the time of the call. The patient reported that she hadn¿t turned the ins on yet for the day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that it took over 2 hours and the implant still didn¿t charge. The patient mentioned that they waited another week, and the implant acted okay. They stated that the implant recharging is working okay now, and they don¿t know what previously happened. They indicated that the issue seemed to be resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer reported that the patient was having pain and needed to move her appointment to a sooner date. The consumer reported that the patient reported this pain recently and was trying to find a doctor. The consumer reported that the patient had to go to the emergency room (ER) on 2020-03-02 because the pain in her hip and leg was so bad. No further complications were reported.